Manufacturer narrative:
Conclusion: anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Embolism and ischemia are known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
Immediately after the coil embolization of a right anterior cerebral artery aneurysm, the patient¿s condition worsened. The patient reportedly suffered an embolism with resultant ischemia as the iatrogenic cause of the worsening condition. The patient was discharged the same day in an improved condition with good recovery. No other information was provided.